Manufacturer narrative:
(B)(4). Date of initial report: 10/30/2015. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. The e7506 patient return electrode is not recommended for use in ablation procedures. The instructions for use (IFU) for these return electrodes contains a warning that their use in non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the patient. Use of more than one return electrode may help mitigate the increased risk.

Event description:
The customer reported that during a pulmonary vein isolation procedure a patient burn occurred. The grounding pad was applied to the patient's right lower flank and was connected to an sjm ablation generator. Following transseptal puncture and geometry creation, pulmonary vein isolation (pvi) was initiated. The settings on the generator at the time of ablation were 27w, 42 degrees c, 1500 ohm and 24 sec. Impedance reached 210 ohms and the generator stopped. All connections were checked but impedance persisted at 210 ohms. The impedance cut off was changed to 230 ohms and the procedure was completed successfully. Following the procedure, it was noted that a burn had occurred at the grounding pad site. The burn was treated with salve and bandaged.